Event description:
This is a spontaneous case report received on 17-jun-2016 from a lawyer / attorney in the united states, on behalf of a plaintiff/plaintiff's family in united states. It refers to the adult female consumer/plaintiff who had essure (ess205) (fallopian tube occlusion insert) inserted on (B)(6) 2006. Plaintiff was in her 20's. Shortly after undergoing the essure procedure, an hsg (hysterosalpingogram) test was performed and plaintiff was advised that her coils were properly placed. However, post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal bloating, abdominal pain, a miscarriage, and dental problems. She never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physicians, but was unable to resolve them. On (B)(6) 2015, she underwent a hysterectomy to have the essure coils removed. She is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Follow-up received on 28-jun-2016: quality safety evaluation of ptc: (B)(4). In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported lack of efficacy cannot be totally excluded. A lack of efficacy is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had increasingly severe pain / chronic pelvic pain after essure (fallopian tube occlusion insert) insertion. Additionally, she experienced a miscarriage (pregnancy with essure implied). She underwent a hysterectomy to have the coils removed. Only miscarriage is unlisted in essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test (hsg). In this particular case, consumer had the hsg which confirmed proper essure placement. Therefore a device contraceptive failure cannot be excluded. The reported miscarriage was considered as unrelated to essure, since this event is the most common complication of early pregnancy, occurring in up to 20% of clinically recognized pregnancies at less than 20 weeks of gestation due to maternal conditions and fetal chromosomal abnormalities. Regarding consumer's pelvic pain, causality with essure cannot be excluded based on event's nature and device safety profile. This case was regarded as an incident, since device removal was required. According to the technical analysis, as a product quality defect could not be confirmed but is considered plausible a relationship with the reported lack of efficacy cannot be totally excluded. A lack of efficacy is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.